Event description:
Customer reported that he have to called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was 186 mg/dl at the time the paramedics arrived. Customer stated that he had nausea and was dizzy and thirsty prior to calling the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.